Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.

Event description:
A pt reported blood glucose results of "7.9 mmol/l, 13.1 mmol/l, and 13.5 mmol/l" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the caluclated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.